Event description:
(B)(4) had a re-operation on (B)(6) (1 year post-op) during which time their trufit implants were removed due to pain, poor mobility and on bone scan high activity medial compartment (medial arthritis). During the same operation he received a hemi oxford medial knee. Subject had been randomized to trufit 6 weeks.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div.; is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div. Which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. No product is being returned for evaluation. (B)(4).